Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause was due to an extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This in-turn cause the blower damage due to overheating. Vyaire medical will initiate blower replacement.

Manufacturer narrative:
The suspect device was not returned for evaluation. However, vyaire medical technical support reviewed the log files and confirmed the reported event. The test for tf 401 was manually stopped because of burn smell in addition the tightness test failed. No exact root cause has been determined yet. Vyaire will initiate a mainboard under warranty replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 unit triggered alarm 316 - blower failure & alarm 401 - inspiration valve or device leaky during ventilation on a patient. The customer confirmed that the patient was immediately placed to back up ventilator without causing any harm.